Event description:
It was reported to vyaire medical that the avea ventilator has volume discrepancy. At this time, there was no information of patient involvement reported with this event.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). A vyaire field service representative(fsr) evaluated the device onsite and calibrated the transducer. All work was performed in accordance with avea service manual revicion g. The fsr performed est (extended systems test), performance check and all passed. The unit is operational and meets OEM (original equipment manufacturer) specifications. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.